Event description:
It was reported that the ringer tooth on the bone rongeurs double acting 8mm (p/n (B)(4)) broke at an unknown period of time. It was discovered just prior to surgery. The instrument was tagged and removed from the sterile field. There was no harm to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history record revealed no issues related to the complaint. Visual evaluation of instrument revealed one tooth has broken off. Instrument corresponds to drawings and processes at the time of manufacture, too much force was applied to the tips of the instrument causing the tooth to break. Conclusion: the complaint is indeterminate from a manufacturing standpoint.